Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal/essure removed 5 weeks ago') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. In 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and cholecystectomy ("gall bladder removal"), experienced vision blurred ("blurred vision"), abdominal distension ("bloat"), amenorrhoea ("no periods"), food allergy ("sensitivity to bananas"), discomfort ("discomfort") and hot flush ("hot flashes") and was found to have weight increased ("gained 15 lbs") and blood potassium decreased ("low potassium"). The patient was treated with surgery (lvah w/ bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal, cholecystectomy, vision blurred, abdominal distension, weight increased, amenorrhoea, blood potassium decreased, food allergy, discomfort and hot flush outcome was unknown. The reporter considered abdominal distension, amenorrhoea, blood potassium decreased, cholecystectomy, discomfort, food allergy, hot flush, medical device removal, vision blurred and weight increased to be related to essure. The reporter commented: on 24-jun lvah w/bilateral salpingectomy was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: next was CT scan, could locate them, both seems to be in tubes with ends extending into uterine cavity. Ultrasound scan vagina - on an unknown date: did not locate them. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal amendment: the report was amended for the following reason: information transferred from deletion case (B)(4). Events gall bladder removal, blurred vision, weight gain, bloating, low potassium, allergic to bananas, discomfort, hot flashes, no periods were added. Reporters, historical drug, date of insertion and all source documents and reference section were transferred to this case.legacy device report num(B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (lvah w/ bilateral salpingectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: on 24-jun lvah w/bilateral salpingectomy was scheduled. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on an unknown date: next was CT scan, could locate them, both seems to be in tubes with ends extending into uterine cavity. Ultrasound scan vagina on an unknown date: did not locate them. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.